Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit reflected heat with a reading of 119 degrees fahrenheit which is greater than the manufacturer's specification (119 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit). It was also noted that the motor was worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a cervical spine procedure, it was observed that the motor device was warming up. It was reported that the handpiece was used throughout the entire procedure and that the warmth from the handpiece did not transfer to the unspecified attachment device. It was not reported whether there were any delays in the surgical procedure. It was reported that a spare device was not used. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.